Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400526184. No sample was provided for evaluation. In order to address the issue of leakage within the cassette portion of the pump sets, b. Braun has initiated a corrective action/preventative action (CAPA 2021-007-pa) which provides for root cause analysis and corrective action. Additionally, as a result of this issue, b. Braun has initiated a voluntary medical device correction for multiple batches of outlook® pump sets. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Per medwatch number mw5103039: antibiotic leaking from cassette area during priming. No injury reported.